Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3:analysis of the 37761 recharger (rtm) (serial number ) revealed broken pins this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was not able to recharge their recharger. Pt said when they plug the recharger in to charge as they normally do to the power outlet, they get nothing on the screen and nothing is showing up that the recharger has been activated at all/unresponsive; pss understood this as the recharger powered on taking a charge. Pt said no matter how long they leave the recharger charging, the recharger does not come on. Pt said there was no visible damage to the recharger port. Pt said that they noticed yesterday when they were trying to get the recharger to charge that their desktop charger (dtc) connector pin doesn't fit tightly into the recharger port. Pt said there was no visible damage to the dtc connector pin and the dtc box lights up green. Pt confirmed that they matched up the arrows on the controller port and dtc connector pin when they would plug the recharger in to dtc/ac power supply. Pt said the last time they were successfully able to charge their implant was 2 weeksago. The issue was not resolved.